Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.